Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneous results for accutni (troponin I) and ck-mb for two pts. The results were generated on a unicel dxc 600i synchron access clinical system. The initial results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009, investigating the event. The fse ran high sensitivity (hs) system check which met specifications. Further investigation with the customer confirmed cloudy samples indicating the sample contained cellular debris. Pre-analytical sample handling is the root cause for this event. This is a single event involving two pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneous results for accutni (troponin I) and ck-mb for two pts. The results were generated on a unicel dxc 600i synchron access clinical system. The initial results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009, investigating the event. The fse ran high sensitivity (hs) system check which met specifications. Further investigation with the customer confirmed cloudy samples indicating the sample contained cellular debris. Pre-analytical sample handling is the root cause for this event. This is a single event involving two pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.